Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating the heads keep falling off the toothbrush. The brush head gets looser and looser while brushing. No injury was reported.